Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found the device to be in good condition. A review of the event history log was unable to be performed due to the blank screen. Functional testing was able to duplicate the reported problem. It was determined that the incomplete update process was the root cause. The device was uploaded from head to base and uploaded the software 1.6.5 to address the issue. The service history review identified no indication that the complaint was related to a service of the device within the review period. G1,g2 email is: (B)(6)

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.

Event description:
It was reported the device exhibited a system alarm, loud noise, blank screen. No adverse patient effects were reported by the customer.